Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was cracked on the battery handpiece device. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check proper function of the triggers, check for leakage, general condition, and check status of development. It was noted in the service order that the housing on the battery handpiece device was cracked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 2/12/2018 in the initial report. The date returned to manufacturer was corrected to 02/09/2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.